Manufacturer narrative:
E1-initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Only the main coil was returned for the analysis, and it was totally bent and stretched, and it was observed detached at the zap tip and coil arm section. No more damages were observed. The functional inspection could not be performed due only the main coil was returned for the analysis.

Event description:
Reportable based on device analysis completed on 07nov2023. It was reported that the coil could not advance and withdrawn from the catheter. The target lesion was located in the pulmonary arteriovenous. A 4mmx15cm interlock coil was selected for use. During the procedure, when the second coil was deployed, it was noted that the coil could not advance in the middle of the catheter and was difficult to remove. After repeated adjustment, the coil got dislodged in the catheter. The coil was removed together with the catheter and the procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the coil detached at the zap tip and coil arm section.